Event description:
Implant card indicated that the generator was replaced due to end-of-service and that the lead was "broken". Follow up with the surgeon revealed that diagnostic test during revision surgery indicated high lead impedance with the new generator. The surgeon reinserted the lead pin and high lead impedance was still present. The surgeon elected to only replace the generator. The treating neurologist indicated that interrogation could not be completed prior to revision surgery. He also stated that the pt has never been able to feel stimulation and that no trauma or manipulation of the device occurred. Attempts to gather add'l info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.